Event description:
The customer reported that while the unit was in use on a pt, the unit generated the "system failure" when she hit the start button. The pt was switched to another unit, and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the reported "system failure" code #65 (safety vent failure) in the error code log. The company rep replaced the k6a vent valve ((B)(4)). The unit was tested to factor specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.